Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator with an endoscope that has an outer diameter 8.6mm to complete a variceal ligation procedure. Upon completion of the procedure and removal of the endoscope, the barrel detached from the endoscope. The barrel was retrieved from the esophagus of the pt with grasping forceps. No pt injury was reported.